Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was unable to fire, they were unable to squeeze the handle but was able to press the green button.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit was pre-fired and engaged in interlock. Additionally, there were staples protruding from the proximal staple cartridge channel. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting medtronic quality release specifications at the time of manufacture. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. If information is provided in the future, a supplemental report will be issued.